Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to reproduce the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (04/08/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on 3/20/2014 and 3/28/2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2014 around 8am-840am. The patient reported blood glucose results of ¿112 to 122 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=20% and/ or <=20 mg/dl. The patient manages his diabetes with glipizide pills (5 mg) and metformin pills (1000 mg 2x daily). The patient continued to administer his usual dose of medications. By 5pm that same day, the patient claimed he felt a symptom of shakiness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.